Event description:
Additional information was received that the patient was recovering from surgery and stable.

Manufacturer narrative:
The reported events of device dislodged or dislocated, failure to capture, and failure to sense were not confirmed. Visual inspection did not reveal any anomalies. Electrical and mechanical analysis was performed and indicated normal functionality. Further evaluation of the output signal found normal pacing parameters. A sensitivity test was performed under field settings and found normal sensing parameters. Additionally, a review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient had experienced syncope. During a follow-up, an loss of capture threshold and no sensing were observed on the leadless pacemaker (lp). Imaging was performed and the lp was found to be in the iliac vein. The cause of the dislodgment was suspected to be due to inadequate fixation of the lp. The lp was replaced to resolve the event. Additional information was requested for status of the patient and lp, however no additional information was received.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.